Event description:
The customer reported the ventilator screen was black when powered on and it wouldn't continue to operate. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. The manufacturer's service technician confirmed the customer reported problem. The service technician replaced the power management pcb board to complete the repair. Final testing was completed and passed to operating specifications. Factory analysis of the returned power management pcb board revealed a loss of 12 volts during testing. If the noted failure were to occur during operation, a vent inoperative condition could occur. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. If in use, the patient must be placed on another means of ventilatory support.